Event description:
It was reported that a patient's minicap had cracked during use. The cracked minicap was not discovered until after the patient had placed the minicap on the transfer set. The patient said they had not over tightened the minicap, when placing the cap on the transfer set. The minicap was removed and replaced with a new one. This is report 6 of 13 for this event.

Manufacturer narrative:
(B)(4). Additional information: as the actual sample was not returned, a device analysis could not be performed. Companion samples from the same lot were returned and visually inspected by tightening the minicaps onto a transfer set luer, which revealed no defects or damage. Functional testing was performed utilizing underwater pressure testing and no leaks were detected. (B)(4) was added as an additional related file. This is now report 6 of 14.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. A sample was requested and a follow-up report will be submitted if additional relevant information becomes available. (B)(4).